Manufacturer narrative:
Philips service replaced the allura haswell flexvision 2 pc no hdd and upgraded the system to windows 7. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision pc failed, system not booting after reboot on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.